Event description:
It was reported that after deployment of the xact stent in the left internal carotid artery, the pt experienced new onset aphasia with worsening of his neurological baseline and right hemiparesis diagnosed as a stroke. The bivalirudin infusion was prolonged to treat the stroke. The stroke symptoms are gradually improving. After the emboshield nav6 was recovered from the pt, the pt experienced hypotension that resolved within 10 minutes of treatment with atropine, fluid bolus, and dopamine. Approx five hours after the procedure, the pt experienced a seizure that was treated with phenytoin and lorazepam. The pt's seizure resolved the same day. The pt was transferred to a rehab facility or skilled nursing home nine days after the procedure. There was no add'l info provided.

Manufacturer narrative:
(B)(4). The reported pt effects of cerebrovascular accident and seizure are known adverse events listed in the xact instructions for use. In this case, the pt was treated with medication and hospitalized. Although a conclusive cause for the reported pt effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.